Event description:
It was reported that during a acl reconstruction surgery, the screw was broken when using. The broken pieces were removed from the patient, and a smith & nephew backup device was used to complete succesfully the surgery with no significant delay. No patient injuries reported.

Manufacturer narrative:
One 7x20mm biorci ha screw was returned for evaluation. The screw was returned in five pieces of varying sizes confirming the reported breakage. Dimensional assessment is prohibitive due to its condition. The condition of the screw suggests it was subjected to excessive force during insertion.